Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced with a shorter lens, with good post operative outcomes. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was reported as high vaulting and remained implanted. Additional information has been requested but none has been forthcoming.